Event description:
A physician used a 19g pc echo device for a liver biopsy. It was reported the patient had a bleed that required transfusion of red blood cells. Although requested, no further details regarding the procedure or patient outcome have been received.

Manufacturer narrative:
Although no device malfunction has been reported this incident meets the criteria of a serious injury report based on the intervention (blood transfusion) performed following the use of this echo device. The product lot number of the echo-hd-19-c device involved in this complaint was not provided. As the lot number was not provided; it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; with the information provided a document based investigation was carried out. Additional information has been requested regarding the circumstances around this complaint, however to date no additional information has been received. A review of the manufacturing records for the echo-hd-19-c device involved in this complaint could not be performed as the lot number could not be provided. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. As the echo device involved in this complaint was not returned for evaluation and no specific device malfunction has been identified it is not possible to conclusively determine the root cause of this complaint. The complaint was confirmed based on customer testimony. The echo-hd-19-c device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymphnodes and intraperitoneal masses within or adjacent to the gastrointestinal tract. According to the instructions for use, ifu0077-s, "potential complications" include; "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, haemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damage to blood vessels, nerve damage, and acute pancreatis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract". There have been no adverse effects on the patient as a result of this occurrence that we have been made aware of. Complaints of this nature will continue to be monitored for potential emerging trends.